Event description:
It was reported that during the procedure in the heavily calcified right external iliac artery, a 6 x 20 x 80 foxcross 35 dilatation catheter was advanced to the lesion and the balloon was inflated one time to 10 atmospheres. The balloon ruptured. The catheter was withdrawn from the patient anatomy and a 7 x 20 x 80 foxcross 35 dilatation catheter was advanced to the lesion. The balloon was inflated one time to 10 atmospheres and the balloon ruptured. The catheter was withdrawn from the patient anatomy and a non-abbbott balloon was used to complete pre-dilatation. A non-abbott stent was deployed and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The other foxcross device is being filed under a separate medwatch MFR number.